Manufacturer narrative:
Evaluated one open/used reservoir(plunger not returned).using a new lab plunger; performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and not leak. Cannot performed manual test to reservoir due to the plunger not returned. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 454 mg/dl at the time of the incident. For past 2 days, customer's blood glucose value was between 300-400mg/dl. The customer experienced symptoms related to high blood glucose such as nausea. The customer reported that the insulin was leaking in the reservoir compartment past 2nd o ring. She was assisted in troubleshooting for high blood glucose. The customer was treated with manual injection. The insulin pump and reservoir will be returned for analysis.